Event description:
It was reported that at the 3 months follow up, it was discovered from x-rays that the bottom right screw was backed out. The revision surgery was performed approximately 4 months post op. The backed out screw was replaced. The patient was reportedly doing well after the revision surgery.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.